Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. In addition, visual indications of particulates were found around the catch post area and within the cassette compartment. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were no further discrepancies encountered during internal inspection which could be related to the reported complaint. Further visual examination revealed evidence of dried fluid between the pump assembly and the display assembly. There were also visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A patient reported to technical support (ts) that the screen of their liberty select cycler went blank during power up for their peritoneal dialysis (pd) treatment. The patient rebooted the cycler. The ok and stop keys were on, however the screen remained blank. The patient verified that both ends of the cycler¿s power cord were properly plugged in. The patient tried utilizing a different power outlet; however, the blank screen issue persisted. The ts representative advised the patient to discontinue use of the cycler and issued the patient a replacement. The patient stated they had already notified their peritoneal dialysis registered nurse (pdrn) of the screen issue. The patient told ts that they would revert to manual pd therapy until the replacement arrives. Upon follow up with a patient contact, it was confirmed that there were no adverse events experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.